Event description:
The customer reported that probe s8-3t was presenting intermittent noise and color artifacts

Manufacturer narrative:
Though requested, the s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.